Event description:
A journal article was reviewed that contained information regarding the intrathoracic impedance (iti) monitoring feature of the implantable cardioverter defibrillator (ICD). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The failure mode noted in the article indicated that the "sensitivity and positive predictive value (ppv)" was "low." Further follow up did not yet yield any additional relevant information regarding the event. The feature remains in use in icds with the iti capability. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Correspondence was sent to the primary author requesting additional information. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined, nor the brand name of the specific device. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: utility of intrathoracic impedance monitoring in pediatric and congenital heart disease. Pace pacing clin. Electrophysiol. August 1 2013;36(8):994-999. (B)(4).

Manufacturer narrative:
This information is based entirely on journal literature. Correspondence was received from the author, which generated this supplemental report. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined, nor the brand name of the specific device. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: utility of intrathoracic impedance monitoring in pediatric and congenital heart disease. (B)(4).

Event description:
A journal article was reviewed that contained information regarding the intrathoracic impedance (iti) monitoring feature of the implantable cardioverter defibrillator (ICD). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The failure mode noted in the article indicated that the "sensitivity and positive predictive value (ppv)" was "low." The feature remains in use in icds with the iti capability. Additional information was received from the author indicating that "no patient underwent additional or inappropriate intervention based on the findings of optivol. No patient had symptoms related to these false positive findings." The author also indicated that the feature's modifications "are likely to improve the functionality of the system in pediatric patients as it has in adults." No patient complications have been reported as a result of this event.